Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturing MFR# 1627487-2018-03087. It was reported that patient was unsatisfied with placement of scs lead on her face. As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein scs lead was electively replaced. Both leads are being reported as it is unspecified which one was explanted.